Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported powerpicc solo has developed a small hole in the PICC underneath the patients skin, 4-5cm distal to the PICC key site and securacath legs. Characteristics: oncology, oxaliplatin and 5fu infuser. Observed contrast extravasation during CT scan: CT scan showed most contrast delivered into upper arm. Contrast first aide administered by CT personal. Removed and found to have a hole 4-5cms distal to PICC key site and securacath legs. Uss of upper arm showing mechanical damage of tissue and unable to replace PICC in limb. PICC needing to be replaced in l) arm. Different inserter. Having iodine skin prep due to sensitivity to chg administration. Otherwise skin was intact and nil concerns at the insertion site. Dwell of 30 calendar days. No other information was provided. Additional information 11/15/2024: leakage of contrast occurred during the power injection of contrast. According to customer they are very strict with their processes in radiology. They confirm patency with a flush, then with a saline infusion and measure the pressure levels to ensure its safe to use. In this case it passed all those tests and the split potentially occurred during the CT procedure or it was existing and showed no signs of leakage or split.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported power PICC solo has developed a small hole in the PICC underneath the patients skin, 4-5cm distal to the PICC key site and securacath legs. Characteristics: oncology, oxaliplatin and 5fu infuser. Observed contrast extravasation during CT scan: CT scan showed most contrast delivered into upper arm. Contrast first aide administered by CT personal. Removed and found to have a hole 4-5cms distal to PICC key site and securacath legs. Uss of upper arm showing mechanical damage of tissue and unable to replace PICC in limb. PICC needing to be replaced in l) arm. Different inserter. Having iodine skin prep due to sensitivity to chg administration. Otherwise skin was intact and nil concerns at the insertion site. Dwell of 30 calendar days. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 15 and 16cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported powerpicc solo has developed a small hole in the PICC underneath the patients skin, 4-5cm distal to the PICC key site and securacath legs. Characteristics: oncology, oxaliplatin and 5fu infuser. Observed contrast extravasation during CT scan: CT scan showed most contrast delivered into upper arm. Contrast first aide administered by CT personal. Removed and found to have a hole 4-5cms distal to PICC key site and securacath legs. Uss of upper arm showing mechanical damage of tissue and unable to replace PICC in limb. PICC needing to be replaced in l) arm. Different inserter. Having iodine skin prep due to sensitivity to chg administration. Otherwise skin was intact and nil concerns at the insertion site. Dwell of 30 calendar days. No other information was provided.